Manufacturer narrative:
Device return: one used d1000 tego connector.. Visual inspection (pre and post decontamination) of the as-received tego connector recorded internal residual blood was observed between the body and seal sheath. Engineering pressure testing and analysis was performed. The results recorded leakage/failure. The tego connector was than disassembled to perform additional analysis of the internal componentry. The engineers report documents internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. Additionally ICU medical has initiated and is recalling those lots that could potentially contain this condition.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of d1000 tego connectors and unspecified dialysis set up. The initial information received reports tego in use (placed same day) ".. Leaking during treatment - 10 to 15ml's of blood. " there were no reported patient injuries, changes in baseline status and or adverse consequences. This is the mfgers follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
Pending receipt of involved device.

Event description:
Int'l. (B)(6) health (B)(6)/MDR reportable complaint received reporting leakage issues with use of d1000 tego connectors and unspecified dialysis set up. The initial information received reports tego in use (placed same day) ". Leaking during treatment 10 to 15ml's of blood. " there were no reported patient injuries, changes in baseline status and or adverse consequences. The involved device is reportedly available to be returned for analysis and investigation.